Manufacturer narrative:
Preliminary analysis showed that the impossibility to interrogate the device and to perform tests was caused by data corruption in the device memory. The corruption was most likely due to a single event upset (seu) possibly caused by the reported radiation therapy sessions underwent by the patient. Device return analysis did not reveal any device malfunction.

Event description:
Reportedly, the subject pacemaker was interrogated and it was then impossible to perform any test. After that, it was impossible to interrogate the subject pacemaker with several different programmers. The patient had had 10 radiotherapy sessions at the lower abdomen since (B)(6)2019 (the last session was performed on (B)(6)2019 ). The pacemaker was explanted and returned for analysis.

Event description:
Reportedly, the subject pacemaker was interrogated and it was then impossible to perform any test. After that, it was impossible to interrogate the subject pacemaker with several different programmers. The patient had 10 radiotherapy sessions at the lower abdomen since (B)(6) 2019 (the last session was performed on (B)(6) 2019). The pacemaker was explanted and returned for analysis.

Event description:
Reportedly, the subject pacemaker was interrogated and it was then impossible to perform any test. After that, it was impossible to interrogate the subject pacemaker with several different programmers. The patient had 10 radiotherapy sessions at the lower abdomen since (B)(6) 2019 (the last session was performed on (B)(6) 2019). The pacemaker was explanted and returned for analysis.